Event description:
On (B)(6) 2024, the patient underwent reintervention and embolization of the aneurysm sac with shapemedical plugs was performed. The physician reports some sac enlargement (amount unknown and date of onset of type ii endoleak determined is unknown) the patient tolerated the procedure, endoleak resolved.

Manufacturer narrative:
B4: additional details provided.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2024, the physician reported the patient had a type ii endoleak. Patient is scheduled for an intervention on (B)(6) 2024. The physician believes it is a type 2 endoleak with moderate sac enlargement.

Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
G3/4: corrected date gore aware.